Event description:
Hcp reported "removal of catheter due to fracture". The device was returned to the MFR for analysis after explant. A follow up report will be sent when additional information is received.